Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 13-mar-2021, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 13-mar-2021, UDI#: (B)(4). Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had to crank up the setting really high in order to feel the stimulation and there was a loss of stimulation sensation unless it was cranked up really high, starting a couple days ago. The patient was concerned that they might have twisted in a way that affected the wire. The patient said that they cranked it real high, switched groups, and did everything. The patient was directed to their healthcare professional. No further complications were reported.